Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(4), was received at acist for evaluation on february 16, 2021. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Based on the testing and evaluation of the cvi injection system, there was no evidence of device malfunction related to this event. The consumables used during the event were discarded and the lot numbers are unknown. The acist medical advisory board member's assessment is as follows: the site report describes a large amount of air was injected following a percutaneous coronary intervention to a saphenous vein graft (svg). The patient had pain, and did not appear to arrest. The user described restoring coronary flow. The images show a guide in the origin of a saphenous vein graft (svg) that appears to be anastomosed to an obtuse marginal (om) branch of the circumflex artery (cx). The first three images show the graft to be proximally occluded. The next image shows flow restored to the graft, but does not show the distal vessel. In this image there is flow, but still a severe stenosis just beyond a previous placed proximal stent (the stent is present on initial films and was presumably placed sometime prior, likely at time of a previous intervention.) The next image shows improved patency proximal, consistent with their description of having performed an angioplasty. On this injection there is a significant amount of air injected. Given their description that an angioplasty was performed immediately prior to this injection, it is also very possible that air was entrained into the touhy at the time that the balloon catheter was withdrawn and not adequately purged prior to this injection. Subsequently, there are approximately ten angio runs that show restoration of flow in the graft. Consistent with the user's description of intervention being performed, an interventional catheter is seen in the graft during some of these images. It is not clear if full perfusion was restored to the native vessel. It does incrementally improve through the course of these images. It is not possible to determine the source of air based on the report or the films. However, entrainment of air into the touhy during withdrawal of the balloon catheter is overall the most likely cause in this circumstance. This report is considered closed.

Event description:
Immediately after a percutaneous coronary intervention (pci) for st-elevation myocardial infarction (stemi), air was seen in the back of the graft. The patient experienced chest pain. Suction was performed, and a balloon was used to open the graft. The patient fully recovered.